Event description:
It was reported by the customer's mother that their insulin pump was alarming. Customer declined troubleshooting. Customer's blood glucose level was 208 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.